Event description:
A patient received ivtm to induce hypothermia. The icy catheter (lot #211380) was inserted into the patient's femoral vein on the first attempt. Twenty-four hours later, during the maintenance after cooling, the thermogard system triggered an "air trap" alarm. The pump rotor stopped, and the console went into standby mode. The 500-ml saline bag was found empty. No fluid was detected on the thermogard console, the patient's bed, or the floor. There was no blood tinge in the tubing. Afterwards, the catheter was removed and replaced. The treatment continued and was completed using the same thermogard console. The customer suspected that 250 milliliters of saline had been infused into the patient's bloodstream. No patient injury was reported. No consequences or impacts on the patient.

Manufacturer narrative:
The reported complaint of a catheter leak was confirmed during the functional testing of the returned icy catheter (lot # 211380). A bonding leak was observed at the distal end of the medial balloon during the pressure leak test. The probable root cause of the complaint could be a latent defect in the bond. Visual inspection of the returned catheter was performed, and no physical damage was observed. Blood residue was present in the balloons. During the functional leak test, all infusion ports and lumens were flushed without resistance. When performing the pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a bonding leak was observed at the distal end of the medial balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for investigation results related to the reported complaint, and one similar complaint was reported for the icy catheter with lot number 211380. Ccr 91531 was reported on (B)(6) 2025 for a catheter leak, and investigation revealed a bonding leak at the distal end of the medial balloon.